Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd fluids. On same day as onset of peritonitis, the patient was hospitalized for the event. On same day, the patient was treated with intraperitoneal (ip) imipenem for sixteen days (dose and frequency not reported) and ip amikacin for sixteen days (dose and frequency not reported) for peritonitis. Dianeal therapies were ongoing. Sixteen days after admission the patient was discharged. At the time of this report the patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.